Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative tightened the laser key switch nut to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 24, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the loose key switch. However, how or when the key switch became loose could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the key to the laser loosened and turned itself off. Additional information has been requested.